Event description:
It was reported that a colleague infusion pump had a failure code of 814:01. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:01 was confirmed by baxter personnel during product evaluation. The root cause was due depleted main batteries. The main batteries and batter harness was replaced to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was assigned to use/user error. Should additional information be received, a follow-up medwatch will be submitted.